Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during a case unit was not meshing properly. There was a patient involved but no impact or delay reported. Due diligence information complete as no additional information was indicated.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11 review of the most recent repair record determined the calibration and test cut were not checked due to a bent comb; however, the repair has not been completed due to an issue with the cross member etching device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.